Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Unexpected battery power loss not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Moisture damage was found on the electronic assembly during visual inspection. Device received with pillowing keypad overlay. Device received with corroded battery tube.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button anomaly. The customer¿s blood glucose was 14 mmol/l at the time of the incident. The customer states that the insulin pump was exposed to moisture. Customer states that the buttons are not working. Customer received failed battery, replace battery, and stuck button alarm. Customer states the scroll bar was not moving with no input. Customer states that there is no response from any button. Customer stated there is moisture in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.